Event description:
As reported (B)(6) 2013, a pt of unknown age and gender presented for an angiographic procedure. When opening the sterile packaging during preparation for the procedure, it was noted the tip of the angiographic catheter had fractured off. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to this event as the device did not come into contact with the pt. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
The reported defective device is not available for return to the manufacturer for a device evaluation as it was disposed of by the user. An investigation into the root cause for event is currently in progress. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).